Manufacturer narrative:
Integra has completed their internal investigation on 25 may 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: visual inspection found particulate matter that most likely dried blood and tape adhesive were present on the catheter. There was no indentation marks were found on the catheter indicating that the catheter was only secured on the catheter with some source of tape, not secured by sutures. The customer complained that: ¿once pt was transported to picu catheter was reconnected to new monitor at that point icp read 305, catheter was placed onto a different monitor which read 150¿; could not be duplicated. The returned catheter was tested and found it met specifications. The high readings could not be duplicated. The customer returned catheter serial number (B)(4); it is belonged to lot 111e0x120053. A review of lot 111e0x120053 indicates that lot met requirements before released to finished goods. Date of manufacture: 22-dec-2015. Complaint history, model 110-4xxx, from (B)(6) 2015 through (B)(6) 2016 reviewed; there were 38 other complaints that issued with complaint code perf023, and eight of them were confirmed. The number of units, model 110-4xxx, ((B)(4)) (B)(6) 2015 through (B)(6) 2016 divided by the number of confirmed reports (B)(4) and multiplied by (B)(4) results in a failure rate (B)(4). Conclusion: the reported customer complaint that the catheter was making erroneous readings (305mmhg and 150mmhg) could not be confirmed. The returned catheter was tested in accordance with q00102 and met all of the functional test and stability test requirements. Based on the description of the complaint provided by the end user, there was no evidence that catheter was secured properly. Visual inspection of the returned catheter did not indicate that the catheter was sutured or secured (no sutures or suture marks present). The camino 110-4g dfu states that the catheter should be secured in the following manner: ¿close and suture the dura using standard neurological procedure. Position the catheter through the notched burrhole, and replace the bone flap. Suture around, not through the catheter, and secure it to the scalp.¿ the most probable root cause of this issue can be attributed to the end user not securing the catheter properly.

Event description:
A complaint was received for the 1104g subdural post craniotomy intracranial pressure monitoring kit. On (B)(6) 2016 the subdural catheter was opened for trauma procedure. The patient, a (B)(6) male, was undergoing a decompression hemi craniotomy for a gunshot wound to the head. The doctor stated that this catheter was rare since he didn't have to "zero" it out of the box; the catheter read "0". It was then placed in the patient while in the trauma operating room and the intracranial pressure (icp) reading was "10". Once the patient was transported to the pediatric intensive care unit (picu) the catheter was reconnected to a new monitor and at that point the icp reading was "305". The method of securing the catheter and cable to the patient is unknown. A cam02 monitor was used for the transport as well as on the picu. Next the subdural catheter was placed onto a different monitor (mpm) which read 150. The catheter was taken out and new catheter was placed (1104b) and the icps were fine after a new bolt was placed. The broken catheter will be returned for evaluation.